Event description:
(B)(4). High blood pressure, migraines, hives, heavy periods for 7 days, pelvic pain, bloating, chest pains on the left side, acid reflux, heightened allergic reactions, constant headaches. I have x-ray for my pelvis and ultrasound, doctor said I have correct placements but my left side where I have pelvic pains, the coils are bent, the right side I have two dark masses. I have been taking, high blood pressure meds, acid reflux meds, antibiotics, because I have been having constant infections.